Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Did the needle tip fall into the patient? If the needle tip did fall into the patient, was it removed during the initial procedure? Was the needle tip retained in the patient¿s body? Were there any additional medical/surgical intervention required because of the broken needle tip? Were there any adverse patient consequences?

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2018, and a barbed suture was used. During the procedure, the needle tip broke and tab split. There were no adverse patient consequences reported. Additional information has been requested.